Event description:
The customer reported that a medication infused faster than expected, the rate of infusion was 9.5ml/hr. The customer stated there was pt harm but he does not have any of the details. The pt has recovered. The tubing was not saved. Despite requests, the customer did not provide any add'l pt or event details.

Manufacturer narrative:
(B)(4). Although requested, the device has not been rec'd. A f/u report will be submitted with failure investigation results should the device be returned for eval.